Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including fistula, infection, adhesions and permanent injury. The instructions-for-use supplied with the device lists fistula and adhesions as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. In regard to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. Unresolved infection may require removal of the mesh. Possible complications include adhesions and fistula formation." This emdr represents the bard/davol sepramesh ip (device #2). An additional emdr was submitted to represent the bard/davol mesh ¿ composix kugel (device #1). Should additional information be provided, a supplemental emdr will be submitted. Note, the date of event has been estimated as (B)(6) 2019 as a specific event date was not provided. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and sepramesh composite ip on (B)(6) 2005 and/or (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is alleged that the patient was diagnosed with fistula, infection and adhesions in 2019. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including fistula, infection, adhesions and permanent injury. The instructions-for-use supplied with the device lists fistula and adhesions as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. In regard to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. Unresolved infection may require removal of the mesh. Possible complications include adhesions and fistula formation." Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2012) is considered to be a best estimate. This supplemental emdr represents the sepramesh ip (device #2). An additional supplemental emdr was submitted to represent the mesh - composix kugel (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and sepramesh composite ip on (B)(6) 2005 and/or (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is alleged that the patient was diagnosed with fistula, infection and adhesions in 2019. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per op notes, "a composix kugel mesh (device #1) was tacked to the anterior abdominal wall using prolene sutures." (B)(6) 2013 - patient was diagnosed with epigastric ventral incisional hernia thereby underwent laparoscopic repair with the implant of sepramesh ip (device #2). Per op notes, "adhesions to the anterior abdominal wall were taken down. A sepramesh ip (device #2) was placed into the abdominal cavity using tacks." (B)(6) 2019 - patient had abdominal wound drainage and enterocutaneous fistula thereby underwent repair with removal of mesh (device #1 & #2) and extensive lysis of adhesions. Per op notes, "the small bowel which had been eroded into from the mesh in the lower abdomen. The mesh (device #1 & #2) was removed."